Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low hemoglobin (hgb) and platelet (plt) results generated by the coulter ac t diff 2 instrument for one pt. A pt sample was tested for hgb and plt and results were: hgb 7.2g/dl, and plt 60x10 to the third power cells/l. Both results were printed with an operator defined an "l" flag. (L-low result. For pt samples, result is lower than the low pt sample limit). The results were reported out of the lab. The pt was sent to the ER and re-drawn. The results obtained at the reference lab were higher: hgb result was 14.6g/dl, and plt result was 212x10 to the third power cells/l. The reference lab results are considered correct. There was no effect to pt treatment as a result of this event.

Manufacturer narrative:
Qc is run daily. Qc was run before this event and results were within specs. The instrument is currently within qc specs with respect to accuracy and precision. Pt samples were rerun back to the last confirmed acceptable run. The pt sample was collected in a 4ml bd venipuncture tube. The specimen was tested within 30 minutes of being drawn. A field service engineer (fse) indicated that the service call was cancelled after speaking to the customer who certified that all qc, carryover and reproducibility results were within specs. A clear root cause for this event is unk. A malfunction will be assumed for the purpose of this report. (B)(4).